Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. Following rotablation procedure, a 4.00 x 38mm synergy xd drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed and the proximal edge of the stent was found to be lifted. Another 4.00 x 38mm synergy xd des was advanced; however, the device failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).